Event description:
Issue with revo MRI pacer lead. Patient re-admitted 5 days after initial implant with micro perforation, no tap, treated with antibiotics and discharged with diagnosis of pericarditis.